Event description:
Pt reported seeking treatment, at the hospital, due to hypoglycemic symptoms. Pt indicated that he had measured his blood glucose, using the suspect device, and obtained results of 91 mg/dl and 98 mg/dl, respectively. Pt stated that, when tested at the hospital approximately one hour later (using hospital's blood glucose monitor), his blood glucose measured 50 mg/dl. Pt was not treated, rather, he was told to go home and eat candy to elevate blood glucose. Pt reportedly performed quality control tests, on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.